Event description:
A man reported that his son experienced "toxic keratitis" (unconfirmed) following use of complete moistureplus multi-purpose solution. Within two hours of lens instillation, his eyes were burning and he "couldn't see." An optometrist reportedly diagnosed toxic keratitis after the patient came in complaining of red, irritated eyes. She reportedly said, that something had burned his eyes, and treated the patient with antibiotic eye drops and artificial tears. Two days later, the optometrist reportedly did not know why the patient's left eye was becoming worse. Light bothered his eyes so much he was nauseous. That day he consulted a second optometrist who gave no diagnosis, assured the patient that the condition was temporary and that he would recover within 5-7 days. He reportedly said, the membrane on the outside of the patient's eyeballs was completely gone and his cornea was swollen. As a result, his natural tears disappeared immediately, resulting in dry eyes and impaired vision. He reportedly, prescribed a steroid eye drop and artificial tears. No further information received despite 3 follow-up attempts. Status of patient recovery is unknown.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed. All results were within specification.